Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information is related to medical records review, which include the following: pmhx and pshx, updated patient codes,and the attorney alleges adverse outcomes attributed to the device of pain, urinary problems, bowel problems, recurrence, dyspareunia. At this time no conclusions can be made.recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time.a review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2009 - the patient was diagnosed with stress urinary incontinence, urethral hypermobility, uterovaginal prolapse and pelvic floor relaxation. The patient underwent a two part procedure which included a total abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal sacrocolpopexy with implant of a bard flat mesh, anterior/posterior vaginal colporrhaphy and implant of a non bard davol sparc mesh sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum per ppf: attorney alleges outcome attributed to device of pain, urinary problems, recurrence, dyspareunia.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with stress urinary incontinence, urethral hypermobility, uterovaginal prolapse and pelvic floor relaxation. The patient underwent a two part procedure which included a total abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal sacrocolpopexy with implant of a bard flat mesh, anterior/posterior vaginal colporrhaphy and implant of a non bard davol sparc mesh sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.